Manufacturer narrative:
Event date: exact date unknown, event occurred several years ago.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the ipg was difficult to charge. The patient underwent an ipg replacement procedure. The explanted ipg was not released by the hospital and will not be returned. No further information has been obtained despite good faith efforts.